Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. The evaluation determined that the electronics module was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).

Event description:
The device was explanted on (B)(6) 2015 and returned for evaluation.

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed.(B)(4)

Event description:
It was reported that the patient began to experience lack of pain relief. During pump inquiry on (B)(6) 2015, an error message was displayed on the programmer. On (B)(6) 2015, the same error message was displayed on the programmer. It was determined that the pump will be explanted and returned for evaluation.